Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a potential ae was sent via public (B)(6). I have suffered since 2008 to 2012 due to a faulty hip replacement piece of #johnsonandjohnson #faulty #hipreplacement the pain suffering and then 2nd hip correction surgery only interim compensation given in 2019 since then no update for remaining value please help".

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. Untick b1 (product problem) since there was no reported device malfunction.